Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the left femoral artery in a 77-year-old female patient for electrophysiology study and ablation (ep/ablation). Patient's comorbidities were not reported and the patient¿s clinical state prior to initiation of support was unknown. The impella was placed in the left groin as a bailout in the cath lab. A hematoma was noted by the team, and manual pressure was held. The patient was brought to the ICU post-procedure with the impella in place. The team noted the site to be soft with no change to the hematoma. The patient did not require blood products and had positive distal pulses. Subsequently, care was withdrawn and the patient expired. The device will be conservatively reported for death; however, the death is most likely attributed to the patient¿s underlying critical clinical condition.